Event description:
The connection between the hill rom progressa model series beds have been found with markings that indicate arcing across the pins for electrical. It was suggested by hill rom that this is compressor residue and material was submitted to hill rom for lab analysis. This was found on all tested beds in our fleet. Manufacturer response for bed, hill rom (per site reporter). Suggested compressor residue, sent material collected on site by hill rom technicians for analysis.